Event description:
Device 2 of 2. Reference MFR report number 1627487-2012-00345. During a surgical procedure to address a lead pull out issue (B)(4), it was discovered a portion of the patient's lead extension was lodged in the header of the ipg resulting in an exposed wire on the extension. As such, both the patient's extensions and ipg were replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation: results: two complete extensions were received for analysis. The 3383 extension were visually examined under the microscope and the terminal electrode was missing from extension "b". It was confirmed that the electrode was found lodged in the lower port of the associated explanted ipg header. Detached/broken wires were observed in the header and strain relief of extension "a". Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.